Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Physician initially used csi device on a severely calcified distal sfa lesion; post csi, physician used 5x80x150 nanocross elite, only went up to nominal pressure and seconds after balloon burst the physician removed the balloon, all that came out was the shaft. The balloon got caught up on the calcium. Physician tried repeatedly to snare the balloon with an amplatz microsnare; but was not successful. Patient is well after procedure. The reported event of the nanocross elite balloon burst and retrieval difficulties was confirmed. The nanocross elite was received; the distal end of the catheter and balloon were fractured and detached. The balloon showed radial tear at the proximal portion of the balloon.